Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where one of the three facility kits was not showing on the machine. A technical support specialist (tss) guided the user through the current settings and explained that three configurations must share a common override group for items to be removable from the device: user override groups, device override groups, and facility formulary groups. It was identified that the sa-virtual rsi kit override group was missing from the device. The tss added the sa-virtual rsi kit override group to the station, after which the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had an issue where one of the three facility kits was not showing on the machine. The customer attempted to unload and reload the medications; however, the kit did not populate on the device, even though it was visible on the server. The customer stated that this malfunction caused a delay in dispensing medication to patients and in patient care. However, there were no adverse events or injuries reported based on this event.